Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was in a retracted position. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the implant procedure of a device system, the physician attempted to place the right atrial lead in the atrium. The measurements were fine, however after sleeve fixation the lead dislodged. When the physician attempted placing the lead a second time, the helix would not extend. The device was exchanged for a new one, and the procedure was completed without further complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was in a retracted position. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the implant procedure of a device system, the physician attempted to place the ra lead in the atrium. The measurements were fine, however after sleeve fixation the lead dislodged. When the physician attempted placing the lead a second time, the helix would not extend. The device was exchanged for a new one, and the procedure was completed without further complications.